Manufacturer narrative:
The patient weight was not reported. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was in clinic and log file analysis by the technical service representative who confirmed one pump stoppage event. Clarification was received from the lvad clinician on 28dec2017 confirming that the lvad system has not produced any further pump stoppages. No additional information was provided.